Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
Pump broken, biomed called. Keeps reading air in line. Pump treatment information:unk. Type of drug:unk. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, though no details provided. Death / serious injury: no.

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "keeps reading air in line."